Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer does not recall any significant events leading up to the error alarm. Blood glucose level was 242 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.